Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced two infusion set's kinked cannula within 3 or more hours of insertion. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via multi daily injections to address high blood glucose levels. The set was inserted at abdomen. Infusion sets were in use for 5 hours to 24 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.